Event description:
It was reported that the holder where the ventilator's support arm is fixated, was broken. There was no patient harm. (B)(4).

Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
The customer did not request any service and the support arm was replaced by the hospital staff. No parts or photos received for our further investigation.due to lack of information we can not determine the root cause of the reported event. However, the support arm is a casting and it most probably developed a crack at an earlier occasion either by overloading or impact and this led to the reported breaking.